Event description:
It was reported that the device experienced early battery depletion due to high left ventricular (lv) lead thresholds. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk biv ICD, implanted: (B)(6) 2013; 5076-45 lead implanted: (B)(6) 2007. (B)(4).